Event description:
Complainant alleged that during functional testing, the associated defibrillator recognized the adult electrode pads as pediatric electrode pads. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product, and will be providing a follow-up report when our investigation is completed.